Event description:
The manufacturer received information alleging a trilogy ev300 device failed the active exhalation test prior to a field corrective action being implemented. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the customer's complaint was confirmed, but the customer has informed me that they do not want to move forward with any repair at this time. No further work was performed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.